Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain, pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), device breakage ('essure devices, 2 fragments of silver gray wire'), device expulsion ('migration of device: uterine cavity') and genital haemorrhage ('gen. Abnormal bleeding') in a 28-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included penicillin allergy and smoker. Concomitant products included sertraline hydrochloride (zoloft). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2012, the patient experienced device expulsion (seriousness criterion medically significant). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain, pain"), vaginal haemorrhage ("heavy vaginal bleeding, abnormal bleeding (vaginal)"), dysmenorrhoea ("painful menstrual cycles, dysmenorrhoea"), dyspareunia ("painful intercourse, dyspareunia"), migraine ("migraine headaches"), feeling abnormal ("brain fog"), headache ("migraines/headaches") and abdominal pain ("abdominal pain, pain"). The patient was treated with surgery (dilation and curettage, removal of essure devices. And underwent a procedure to remove the essure implant, dilation and curettage). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the back pain, menorrhagia, device breakage, device expulsion, genital haemorrhage, pelvic pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia, migraine, feeling abnormal, headache and abdominal pain outcome was unknown. The reporter considered abdominal pain, back pain, device breakage, device expulsion, dysmenorrhoea, dyspareunia, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: results: both the essure devices were in the uterine cavity. Diagnostic results: on (B)(6) 2012 - pelvic ultrasound which showed both her essure devices were in the uterine cavity. Concerning the injuries in the case, the following ones were described in patient's medical records: device expulsion, menorrhagia , device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received event "gen. Abnormal. Bleeding" was added. Model number was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of back pain ("lower back pain, pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), device breakage ("essure devices, 2 fragments of silver gray wire") and device expulsion ("migration of device: uterine cavity") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included penicillin allergy and smoker. Concomitant products included sertraline (zoloft). In july 2007, the patient had essure inserted. On (B)(6)2012, the patient experienced device expulsion (seriousness criterion medically significant). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain, pain"), vaginal haemorrhage ("heavy vaginal bleeding, abnormal bleeding (vaginal)"), dysmenorrhoea ("painful menstrual cycles, dysmenorrhoea"), dyspareunia ("painful intercourse, dyspareunia"), migraine ("migraine headaches"), feeling abnormal ("brain fog"), headache ("migraines/headaches") and abdominal pain ("abdominal pain, pain"). The patient was treated with surgery (underwent a procedure to remove the essure implant, dilation and curettage). Essure was removed on (B)(6)2012. At the time of the report, the back pain, menorrhagia, device breakage, device expulsion, pelvic pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia, migraine, feeling abnormal, headache and abdominal pain outcome was unknown. The reporter considered abdominal pain, back pain, device breakage, device expulsion, dysmenorrhoea, dyspareunia, feeling abnormal, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: both the essure devices were in the uterine cavity (B)(6) 2012 - pelvic ultrasound which showed both her essure devices were in the uterine cavity. Concerning the injuries in the case, the following ones were described in patient's medical records: device expulsion, menorrhagia , device breakage quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("lower back pain, pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), device breakage ("essure devices, 2 fragments of silver gray wire") and device expulsion ("migration of device: uterine cavity") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included penicillin allergy and smoker. Concomitant products included sertraline (zoloft). In (B)(6) 2007, the patient had essure inserted. On (B)(6) 2012, the patient experienced device expulsion (seriousness criterion medically significant). On an unknown date, the patient experienced back pain, menorrhagia, device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain, pain"), vaginal haemorrhage ("heavy vaginal bleeding, abnormal bleeding (vaginal)"), dysmenorrhoea ("painful menstrual cycles, dysmenorrhoea"), dyspareunia ("painful intercourse, dyspareunia"), migraine ("migraine headaches"), feeling abnormal ("brain fog"), headache ("migraines/headaches") and abdominal pain ("abdominal pain, pain"). The patient was treated with surgery (dilation and curettage, removal of essure devices). Essure was removed on (B)(6) 2012. At the time of the report, the back pain, menorrhagia, device breakage, device expulsion, pelvic pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia, migraine, feeling abnormal, headache and abdominal pain outcome was unknown. The reporter considered abdominal pain, back pain, device breakage, device expulsion, dysmenorrhoea, dyspareunia, feeling abnormal, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: both the essure devices were in the uterine cavity. (B)(6) 2012 - pelvic ultrasound which showed both her essure devices were in the uterine cavity. Concerning the injuries in the case, the following ones were described in patient's medical records: device expulsion, menorrhagia , device breakage. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs received: reporter information, patient demographic information, product indication, onset date updated, new events device expulsion, menorrhagia, headache, pelvic pain and abdominal pain added. On 4-apr-2018: mr received: new reporter, patient ethnicity, concomitant disease and medication added. Event "essure devices, 2 fragments of silver gray wire" was added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("lower back pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), migraine ("migraine headaches") and feeling abnormal ("brain fog"). The patient was treated with surgery (underwent a procedure to remove the essure implant). Essure was removed on (B)(6) 2012. At the time of the report, the back pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia, migraine and feeling abnormal outcome was unknown. The reporter considered back pain, dysmenorrhoea, dyspareunia, feeling abnormal, migraine and vaginal haemorrhage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.